Event description:
The customer reported this right ventricular (rv) lead impedance measurements dropped below 200 ohms. The lead was cut multiple times during the attempted extraction, resulting in the lead not fully extracted. The cut up portion was retained by the institution. Dried blood was noted inside the proximal portion inside the outer layer of insulation. No adverse patient effects were reported. The device was actively implanted for approximately 10 years.

Manufacturer narrative:
The clinical observation cannot be confirmed, as the cut up lead portion was retained by the institution. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.